Event description:
2024-jun-04 (B)(4): information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was yesterday the pts controller went out and they could no longer get it to work for it would not turn on or light up. Pt just spoke to a rep who had them reset the controller but that did not work. During call caller removed the controller battery and plugged the controller into the ac power supply, caller verified the controller turned on and displayed memory problem; pt set up date and time. Caller put the battery back into the controller and verified the controller was charging. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.